Manufacturer narrative:
Date of event- estimated as (B)(6) 2021 as the only dates known is that this event took place between (B)(6) 2020 and (B)(6) 2021. Implant date- estimated as (B)(6) 2020 as the only dates known is that this event took place between (B)(6) 2020 and (B)(6) 2021.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. Following the procedure, the patient came in with pericarditis, and a pericardial effusion was found during this follow up. No further information is known at this time.